Event description:
Customer reported that he has been experiencing high blood glucose levels for two months leading up to the call. Blood glucose level was 203 mg/dl at the time of the call. Customer stated that his blood glucose level was up to 315 mg/dl earlier in the day of the call. Troubleshooting showed that the insulin pump was functioning properly. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.